Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vein due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein (lcfv) using proglide devices (post-close) in two different puncture sites after an interventional electrophysiology procedure. Two devices were used in a puncture site via an 8f sheath hole. Reportedly, with the first proglide device attempted, the formed knot along with the suture came out when removing the device. There was no vessel damage. A second proglide device was used, and the knot was successfully advance and tied off; however, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. Another puncture was accessed in the lcfv via a 7f sheath and a new proglide device was used. Reportedly, the knot was successfully advanced and tied off; however, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis at this access site. It was also reported that the pre-close technique was used on the right common femoral vein (rcfv) via an 8f sheath. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 16f and the procedure was completed. The knots of both devices were successfully advanced and tied off; however, bleeding continued and therefore another device was used successfully. Hemostasis was achieved in the rcfv with the sutures of three proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vein due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein (lcfv) using proglide devices (post-close) in two different puncture sites after an interventional electrophysiology procedure. Two devices were used in a puncture site via an 8f sheath hole. Reportedly, with the first proglide device attempted, the formed knot along with the suture came out when removing the device. There was no vessel damage. A second proglide device was used, and the knot was successfully advance and tied off; however, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. Another puncture was accessed in the lcfv via a 7f sheath and a new proglide device was used. Reportedly, the knot was successfully advanced and tied off; however, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis at this access site. It was also reported that the pre-close technique was used on the right common femoral vein (rcfv) via an 8f sheath. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 16f and the procedure was completed. The knots of both devices were successfully advanced and tied off; however, bleeding continued and therefore another device was used successfully. Hemostasis was achieved in the rcfv with the sutures of three proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.